Event description:
It was reported the patient (australia) experienced discomfort at the ipg pocket site. As a result, during the elective explant and replacement of the ipg, the physician positioned the new ipg laterally in the same pocket.

Event description:
Follow-up identified the patient continues to experience slight discomfort at the revised ipg site; however, the patient did not express concern at this stage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.